Event description:
It was reported that this patient was brought into clinic for device reprogramming as a result of right atrial intrinsic amplitude alert, upon a further review of stored episodes of atrial tachycardia response (atr) technical services confirm there was far-field oversensing with no asystole exhibited in the atrial channel. Also low amplitude was observed. Reprogramming was recommended. No adverse patient effects were reported. This right atrial (ra) lead remains in service. Additional information was provided that reported that the health care professional (hcp) called technical services (ts) for further review of the pacemaker system stored data. Upon review, it was observed that the right atrial (ra) lead exhibited low amplitude noisy signals and had inappropriately mode switched due to farfield oversensing the ventricular pacing on the ra channel. It was also noted that the right ventricular (rv) lead exhibited pacing inhibition lasting less than two seconds and oversensing of the low amplitude noisy signals. The hcp was unable to recreate the noise. Ts discussed with the hcp that the data appears to suggest lead on lead interaction and advised to consult the physician for further device analysis and programming changes. At this time, the products remain in service. No adverse patient effects were reported.